Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name (B)(6). H3/h6: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A functional check, visual inspection and internal inspection were performed. The customer's stated problem could not be duplicated. It was found that once the pump was turned on, the pump displayed the error code lec1310, which is a generic error code and is caused by storing the pump for an extended period of time with the batteries inserted. It was deemed safe to continue using the pump for infusion therapy when the batteries are replaced. The error code will be cleared. The cause of the problem was traced to a user related issue. No further action will be taken.

Event description:
It was reported that the pump does not stop after program stops, and it beeps even without the battery included. There was no patient involvement.